Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy procedure, the user saw the thunderbeat hand piece emit a puff of smoke and noticed a thermal stain on the probe tip. The device would not work. There was no pt harm reported. No further info was provided.

Manufacturer narrative:
Olympus received the thunderbeat hand piece for eval. The analysis confirmed the reported malfunction event. During the probe check, a probe damage error was displayed. The teflon pad was found melted and worn off at the proximal end of the grasping section. The probe tip had a dark charred stain. Further examination under a microscope, revealed a fracture near the proximal end of the probe. The device was returned to the OEM for further eval. If any new info is received, olympus will submit a supplemental report accordingly.